Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose level (bg) ranging between 200-300mg/dl. Boluses were delivered and the basal rate was changed to address the bg level. The customer alleged the pump was not delivering enough insulin causing the customer to increase their basal rate. Recommendation was made to consult with their health care provider to discuss diabetes management.